Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was out of service and displayed a full sync required: patients and orders may not be current error message. A technical support specialist unchecked the out-of-service status and dialed into server, confirming the station was not on retry and was uploading up to the current time. A full synchronization was performed as per knowledge article, proper data sync 2.0 procedure, after which the station was restored to normal operation. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device displayed an "out of service" error when attempting to log in at the station, despite the es server indicating that the device was in service and in critical override mode. The device had reportedly been out of service for an extended period and was recently returned to service via the server. Patients were assigned to the device, and the issue resulted in inability to access the station. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.